Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 646 mg/dl. Customer mentioned her blood glucose values were rising and began to vomit. The customer experienced symptoms such as vomiting and diabetic ketoacidosis. The customer was treated with boluses from the insulin pump. The customer was wearing the insulin pump during the hospitalization. During troubleshooting it was confirmed that the drive support cap appeared normal. The device settings were accurately programmed as well. A high pressure test was declined. The insulin pump is not expected to return for analysis.